Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) has implanted, the (B)(6) 2020, a product with an expiration date on july 2020.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device or packaging components associated with this report was received for examination. No device from this product/lot combination was distributed by depuy warsaw later than october 2015, well prior july 2020 expiry. The root cause is attributed to use error. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.